Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was white and had lines running through the display which blocked the graphics. Customer's blood glucose was 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.